Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).

Event description:
On (B)(6) 2011, customer reported that they received broken vials of cx total/direct bilirubin. No injuries or exposure were reported. Beckman coulter sent a replacement.